Event description:
It was reported that during a ladg procedure, the tissue pad came off outside the body after fifteen minutes of use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.